Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to broken solder joints at the interface circuit board. No excessive no delivery alarm could be confirmed due to the blank display. The insulin pump had a cracked reservoir tube lip, cracked battery tube treads, minor scratches on the display window, cracked reservoir tube, cracked case near the display window corners, cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported receiving several no delivery alarms. She stated she had gone through several infusion sets as a result. The customer's blood glucose was 436 mg/dl. She had declined to troubleshoot. No additional information provided.